Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01067. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of gi bleeding could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018, for suspected gastrointestinal (gi) bleeding and had several episodes of dark tarry stool. The patient presented with weakness, shortness of breath, nausea, dizziness, and poor appetite. Upon arrival, the patient¿s hematocrit (hct) was 16 percent. The patient had lab work done and results showed hemoglobin of 5.1 g/dl. The patient was transfused with a total of 4 units of packed red blood cells (prbcs) treatment for anemia. At the time of event, the patient¿s anticoagulation regimen included aspirin, warfarin and bumex was on hold. An esophagogastroduodenoscopy was scheduled on unspecified date. Reportedly, the event was ongoing. No additional information was provided.